Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: a wallstent uni device was received for analysis. A visual and tactile examination of catheter/delivery system identified multiple outer sheath kinks along the length of the shaft. The inner sheath was also noted to be damaged. The device was received with the stent unsheathed on the device. The investigator was able to deploy the stent. The stent was noted to be damaged on the distal end.

Event description:
Reportable based on device analysis completed on 25sep2023. It was reported that partial deployment occurred. The target lesion was occluded with tumor compression located in the superior vena cava. A 22x45/10fr uni plus 75cm wallstent endoprosthesis stent was advanced for treatment. However, when attempted to deploy the stent, resistance was encountered, and found the shape of the stent was not good and the tip could not be fully opened. The procedure was competed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device revealed stent was damaged.